Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a patient that underwent previous bi-lateral total knee replacement (tkr) of the right and left knee returned to the doctor on (B)(6) 2013 for a follow up examination regarding the tkr. The patient fell, on an unknown date and x-ray revealed the patient suffered a periprostatic fracture on the left knee; the patient underwent an open reduction internal fixation with a locking distal femur plate-9 holes. The patient was discharge on (B)(6) 2013. On (B)(6) 2014, the patient was readmitted with complaints of discomfort on the left knee. X-rays revealed the patient refractured the left knee along with a broken device. The patient walks with partial weight bearing with walking support aid. Per additional information received on (B)(6) 2014, the patient underwent an open reduction internal fixation revision surgery on (B)(6) 2014 on the left knee with a lcp titanium distal femur plate-9 holes and 5.0mm locking screws x 15. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was received; an evaluation is currently in progress. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.